Manufacturer narrative:
The device was received for evaluation. During evaluation, the device repeatedly turned on/off while handling the unit - it was turning on/off when door was pressed on at the corners. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log (ehl) revealed ' improper shutdown!' Messages. The reported condition was verified. Evaluation determined the causality to be a faulty rear case - the power to pump was intermittent when battery was "disturbed". The rear case will be replaced to correct the reported problem.

Event description:
During evaluation of a returned spectrum pump, the device kept on turning on/off while handling the unit. No additional information is available.